Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the nail, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2014, during a multi-lock humeral nail procedure, there were issues with distal targeting of the short proximal humeral nail with the drill bit missing the distal locking screw this report is for the unknown short proximal humeral nail. This is report 4 of 5 for (B)(4).